Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, an ophthalmic operating system did not recognize the handpiece and exhibited poor, or no phacoemulsification (phaco) power. Procedure details and timing of the event are unknown. It is also unclear whether the surgery was completed. Information regarding patient harm has not been reported.

Manufacturer narrative:
Additional information was provided in sections d9, h3, h.6 and h.11. The company representative was able to replicate the reported issue. The ultrasound was subsequently replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no relevant complaints found as part of this investigation. The root cause of the reported event related to handpiece detection is attributed to a nonconforming ultrasound. Based on the information obtained, the root cause of the reported event related to no phaco power is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).